Event description:
Event description cpi received information that two myocardial leads were removed from service due to oversensing. An invasive procedure was performed and the physician elected to replace the implantable cardioverter defibrillator (ICD) with the leads at this time to avoid additional surgery.